Event description:
It was reported that the customer experienced issues with calibrating with the sensor. The customer's blood glucose was 178 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 60 mg/dl when the actual blood glucose level was 178 mg/dl. Troubleshooting was done. The customer also found that the cannula was bent. The customer stated that she was inserting with the serter. No additional information was provided.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per spec due to low readings. Unable to perform insertion complaint due that complaint is against sen-serter customer returned sensor only also found sensor cannula bent.